Event description:
Machine didn't alarm to indicate the water wasn't turned on so the facility continued to use it unaware there was a problem. 3 scopes had been reprocessed on the machine before the problem was noted. The scopes were disinfected, but not rinsed, and were used on 4 patients.